Manufacturer narrative:
Service repair was performed on (B)(6) 2016. The master control board s/n (B)(4) was received at the manufacturer on january 03, 2017 and was discarded.

Manufacturer narrative:
Service repair/system analysis was performed on september 21, 2016: the reported issue was determined to be due to a faulty master control board. The master control board was replaced, rf was set, waterflow was set, detector was set up and the fiber port was cleaned. The system was tested and works properly according to manufacturer's specifications.

Event description:
It was reported that during preparation for a bph surgical procedure it was noted that "the system does not boot up because stops while loading." The water reservoir was refilled, the device was restarted and it was noted that "the warming up bare is motionless" and the device would not boot up. The device could not be used and the procedure was completed with an alternate procedure (bi-polar resection). Patient/user complications: "none." No harm to the patient reported.